Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." The following sections could not be completed with the limited information provided. Date of event - unknown. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-01827 & 01776).

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6)clinical study. It was reported that patient underwent right total hip arthroplasty on (B)(6) 2004. During post operative monitoring and testing, a malpositioned acetabular cup and elevated metal ion levels was noted. These finding were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain."

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a mom clinical study. It was reported that patient underwent right total hip arthroplasty on (B)(6) 2004. During post operative monitoring and testing, a malpositioned acetabular cup, elevated metal ion levels and pain was noted. These finding were found due to follow up testing. There has been no reported revision procedure to date.